Event description:
The customer obtained multiple reproducible, lower than expected vitros phyt quality control results (qc fluid biorad 1= 6.0, 5.9 vs. 11.6; qc fluid biorad 2= 12.8 vs. 23.3 ¿g/ml) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient samples were affected and there was no report of patient harm as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd field engineer performed preventive maintenance to the microslide processing subsystem of the analyzer. Following this action, acceptable vitros phyt performance was observed.there is no evidence to suggest that an instrument related issue or a reagent related issue contributed to the event. The root cause of the event is unknown.